Event description:
The patient reported that they had an adverse event due to the device giving patient innaccurate blood glucose results over a two year period. Patient claimed the suspect device contributed to an initial infection in their teeth and gums. Patient said this lead to extraction of 23 teeth, 6 root canals, cap repairs, gum scrappings, and abcess drain. Sample results provided to the manufacturer were 275, 373, 119 and 138. Patient also said their hba1c was 11.8 and 12.1. Patient administered a prescribed dose of insulin twice a day. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.